Event description:
It was reported that during a da vinci s surgical procedure, the maryland bipolar forceps instrument was not working. The planned procedure was completed with no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on an in-house system for testing. Recognition and engagement passed and the instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and electrical continuity passed multiple tests while moving or repositioning the grips. Engineering found the instrument to be fully functional and could not confirm the customer reported failure mode. Results and conclusions - engineering evaluation also observed that the distal end of the main tube has sections with material removed, located within 3.5" from the intersection with the proximal clevis. The damaged area is parallel to the tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.